Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console, all tests passed. Additional analysis of the error log revealed communication errors between the die stack and the microprocessor. Conclusion: confirmed the reported event, the eeprom was corrupt. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the customer that the external pulse generator (epg) displayed an error code. The error appeared and then the epg was stored without batteries for a week and then the error appeared at power up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the main printed circuit board assembly was found out of specification electrical. Analysis found the hanger assembly was contaminated. Display wires were pinched (insulation not compromised).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.